Event description:
The customer stated that the central monitoring system (cns) displays system failure message closing application. We had the customer boot offa single hard disk drive (hdd), and the primary booted to blue screen error display the second hdd on the primary slot booted to application after blue screen error message appeared. MFR ref # 8030229-2014-00161.